Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2009, the pt reported that when she exercises, the sweat from her body causes the infusion site adhesive to loosen. She stated that the adhesive around the cannula stays in place but the edges of the adhesive come loose. She stated that she has tried using adhesive dressing but it causes her skin to become irritated. She stated that she has adhesive tape to use but she sometimes forgets to use it. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The alleged infusion sets were discarded. No product is available to be returned for eval.